Event description:
It was reported that the touch device was used on a wound, kerlix was used as a wound filler, no y-connector, continuous therapy. The pump gave a "canister full" alarm, but changing the canister did not solve the problem. A leak was confirmed and the pump did not give an alarm for leakage.

Manufacturer narrative:
H10: the device used in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established as the product was not returned. Due to this the visual inspection and functional evaluation could also not be undertaken. A device history record review could not be completed because there is no information for the provided serial/lot number in our database system. Review of complaint history in the last 3 years found further similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: insufficient information to determine root cause alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. We will continue to monitor for any adverse trends relating to this product range.